Manufacturer narrative:
(B)(4) device evaluation: the report that the guide wire was kinked was confirmed. Returned was a guide wire/advancer tube. No other components were returned, including the needle. The guide wire was advanced out of the tube for examination. There was a kink in the guide wire 3 mm from the tip. A manual tug test confirmed that the both welds were intact. The od of the guide wire measured 0.612mm. This met specification of 0.610 - 0.635mm per guide wire graphic. The IFU for this product cautions that if resistance is encountered while advancing the guide wire, do not force feed the wire. A review of the device history records for the guide wire and needle did not reveal any manufacturing related issues. The guide wire is used in combination with a needle, but the needle was not returned for evaluation. The probable cause of the guide wire kinking could not be determined based upon the information provided and without the needle. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use in the patient's room, the user found the swg had bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.